Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a mid left anterior descending artery (lad). A 3 x 16 synergy stent was advanced to the the lad and deployed. Following deployment, a progressing distal edge dissection was noted. A 2.5 x 20 synergy stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event. It was further reported that the 80% stenosed, with a 50% angulation target lesion was located in the mildly tortuous lad. The lesion was predilated. No issues occurred with stent deployment. The stent was landed over the angulated segment and it was noted could be the reason for the edge dissection likely due to angulation of vessels. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Initial reported address 1: (B)(6).